Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, the iol was torn. The iol was replaced with back-up lens during the initial procedure. Additional information was requested.

Manufacturer narrative:
The lens was returned submerged in liquid inside a small plastic container with a blue screw top lid. The pieces of lens were removed from the container and allowed to air dry for an evaluation. One haptic was cracked on the distal area. The other haptic had scratched areas across the anterior distal surfaces. The optic was torn (possibly cut) into two pieces. The damage was similar in appearance to damage created to help facilitate removal of a lens from the eye. Scrape marks were observed on the optic anterior surface. The optic edge had areas that were torn and cracked. A small cracked area was also observed on the anterior surface near the edge. Photos were in the file; however, the photos did not display the lens, only the small plastic container. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. The reported damage was observed. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company iq iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).